Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient reported that on (B)(6) 2022 the pump was alarming e-4 for occlusion and while she was inserting an insulin bolus correction she observed that no insulin came out of the cannula and experienced high blood glucose levels. Blood glucose values were not provided. The patient's mother had changed the infusion set, but the high blood glucose values persisted. On (B)(6) 2022 the patient woke up vomiting and still facing high blood glucose values. After still not feeling well on (B)(6) 2022, she was taken to the emergency room, where she was diagnosed with ketoacidosis. When arriving at the hospital she was using the pump and a blood glucose result of 479 mg/dl was obtained. The patient took the pump off and her blood glucose values stabilized by using the hospital¿s pump for insulin administration. On (B)(6) 2022 the patient reinstalled her own pump at the hospital and her blood glucose started to increase again, therefore she started to use insulin pen therapy and also the hospital's pump. The patient was hospitalized from (B)(6) 2022. At the time of the phone call, at home, the patient was using her pump but still needed to use the insulin pen therapy as she obtained a blood glucose value of 370 mg/dl.